Manufacturer narrative:
The peritonitis occurred on an unspecified date "3-4 days ago". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the pd solution was not carefully checked before pd therapy. The peritonitis was manifested by abdominal pain and fever. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with an unspecified anti-inflammatory drug(intraperitoneal) for the event. At the time of this report, the patient has not recovered from the event. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. The reporter decline declined to provide additional information.

Manufacturer narrative:
B5: a peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported (previously reported as due to breach in aseptic technique). At the time of this report, the patient has not recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.